Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guidezilla was cut. The 87% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, a 3.5x26mm non-bsc stent was advanced into the target lesion but it did not pass and was then cross with a guidezilla. However, the device could not pass because of severe calcium and the guidezilla was then noted to be cut inside the guiding catheter upon removing it together with the stent. The procedure was not completed due to another reason and the patient was scheduled to undergo rotablator. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of a guidezilla guide extension catheter in two pieces and was bloody. Microscopic and tactile examination of the tip, distal shaft, collar and hypotube were performed and revealed a complete separation at the collar with the polytetrafluoroethylene (ptfe) fully pulled out of the collar, and a kink in the distal shaft located 5 cm from the tip of the device. Due to the damage to the collar, the collar inner diameter could not be measured. The inner diameter (ID) of the tip was measured with a calibrated pin gage, and was found to be .057¿, meeting product specification. Functional testing could not be carried out, due to the condition of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the guidezilla was cut. The 87% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, a 3.5x26mm non-bsc stent was advanced into the target lesion but it did not pass and was then cross with a guidezilla. However, the device could not pass because of severe calcium and the guidezilla was then noted to be cut inside the guiding catheter upon removing it together with the stent. The procedure was not completed due to another reason and the patient was scheduled to undergo rotablator. No patient complications were reported and patient's status was stable.